Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision procedure ( man. Report number 1627487-2019-12920, man. Report number 1627487-2019-12919 ), a lead was opened but not implanted due to scar tissue preventing the physician from accessing the foramen. In result, the procedure was abandoned. No other complications were reported.

Manufacturer narrative:
Correction- was checked "no". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.